Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the numbers on the insulin pump were scrolling without input. Customer stated that she was sweating while sleeping and the insulin pump was against her skin. Customer's blood glucose reading at the time of the call was 99 mg/dl. No further information reported.